Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. The device model rosa one is not FDA cleared but is similar to the device rosa brain 3.0, classified haw and cleared under k151359/k172444.

Event description:
During a visit of medtech field service engineer, the surgeon reported that the iq-view was not functioning on the computer for pre-operative planning. He stated that he received an error message when trying to load patient data from pacs.

Event description:
During a visit of medtech field service engineer, the surgeon reported that the iq-view was not functioning on the computer for pre-operative planning. He stated that he received an error message when trying to load patient data from pacs.

Manufacturer narrative:
It was reported that iq-view software was not functionning on the computer for pre-op planning. A review of the DHR indicated that this computer configuration has been changed multiple times. During the last update, the global software version was updated, but not the iq-view version, which caused a compatibility issue and therefore the reported issue. This configuration error is due to an incorrect computer for pre-op planning rework process used.(B)(4).